Event description:
On june 15th, the user contacted dario to report incorrect blood glucose (bg) readings. The user reported that she used the dario meter in the past and at some point it showed a bg reading of over 400 mg/dl. Due to this reading, the user reported that she went to the ER where her bg level was tested with the ER's meter. The user reported that the readings that she received at the hospital were not similar to the readings that she received with her two dario meters. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.